Event description:
Customer reportedly obtained blood glucose results of 515 mg/dl and 138 mg/dl on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.